Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During a procedure of l3-l4 dynamic stabilization and a l4-s1 posterior fusion with tplif, surgeon inserted all the screws, and placed rod between two screws (between l4 and l5) to do the inter-body procedure. When the surgeon distracted the rod, one of the screw heads came off. The screw that came apart, was removed and a new screw of the same kind was inserted to complete the procedure. The procedure was completed successfully with no patient impact. All pieces were removed from the patient and the time for the procedure extended by 5 minutes.